Event description:
It was reported that a c-arm switch bank error was received identifying a stuck switch fault. The c-arm angled without the switch being actuated. A field engineer was dispatched to the site and released the switch and adjusted the switch actuator lever. Once this was completed the system was working as intended. No injury was reported.